Event description:
The clinical representative was onsite in (B)(6) to support a seeg case. The surgeon did the first scan with fiducials and merged it on rosa. The quality of the scan was not good, so another scan in hd(o-arm) was taken, merged and used for registration (rms:0,6mm). The surgeon placed the first anchor and inserted the electrode. After the placement of the electrode another scan was taken to control the placement. The electrode was off about 11 mm at the target point. The entry point and the first 1-2 cm the electrode was following the right/planed path. Then the electrode took another path.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The clinical representative was onsite in lausanne to support a seeg case. The surgeon did the first scan with fiducials and merged it on rosa. The quality of the scan was not good, so another scan in hd(o-arm) was taken, merged and used for registration (rms: 0, 6mm). The surgeon placed the first anchor and inserted the electrode. After the placement of the electrode another scan was taken to control the placement. The electrode was off about 11 mm at the target point. The entry point and the first 1-2 cm the electrode was following the right/planed path. Then the electrode took another path.

Manufacturer narrative:
The review of the production documentation and complaint history did not identify any contributory factors to the event. A detailed analysis of the data logs and patient file has been performed and concluded that the entry point of trajectory hos was accurate. No malfunction of the device was found. The deviation of the electrode inside the brain does not depend on the rosa device, but on other factors such as the material of the electrode, the method of implantation or the patient anatomy.